Manufacturer narrative:
(B)(4).

Event description:
Amphiprion deep pta balloon was deployed in mid-distal peroneal artery with stenosis (calcification) present and inflated to 7atm (nominal) on first inflation at lesion. However, the balloon was unable to maintain its constant pressure as shown on the inflation device where the pressure kept dropping. A second inflation attempt was done but likewise, the balloon was unable to maintain at nominal pressure. Physician suspected that there could be a leak in the balloon. As there was still a focal calcified stenosis present in the distal peroneal artery after the amphiprion deep pta balloon inflations, physician decided to deploy a nanocross pta balloon for focal treatment and inflated it to 10atm (nominal) on first inflation at lesion. However, the balloon was unable to maintain its constant pressure as shown on the inflation device where the pressure kept dropping. A second inflation attempt was done but likewise, the balloon was unable to maintain at nominal pressure. Physician suspected that there could be a leak in the balloon as well. The lesion was moderately calcified which exhibited 80% - 85% stenosis, vessel was non-tortuous. The lesion diameter is 2.0mm and lesion length 120mm. There was no injury to patient. Lesion was treated with a competitor product (ie. Abbott¿s armada 14 pta balloon).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the device was returned in a double plastic pouch. A visual inspection was performed on the device and traces of radio opaque solution were detected into the shaft. The balloon was found inflated and unfolded. Guide wire passage failed due to an obstruction at 70 mm from the tip. Negative pressure was applied to the inflation line using a manometric syringe filled by water and no leakage was detected. The balloon was inflated till nominal pressure (7 bar) for three times and no abnormalities were detected: balloon od was 2.0 mm. An additional inflation was performed till 10 bar and no leak detected. The balloon was kept inflated a 7 bar for 10 minutes and no malfunction was found. The guide wire tube was cut to check the obstructed point and a dried residual of blood was detected. If information is provided in the future, a supplemental report will be issued.